Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during MRI, patient had a very strong feeling of heat in the area of the implantable neurostimulator (ins) and the leads. Additionally patient reports about a very strong tingling sensation in leg during the MRI scan. The MRI scan was stopped. Patient reports that patient programmer shows MRI eligibility for whole body when switched into MRI mode. The MRI scan was a scan of the head. The MRI scanner was a 3,0t system. Other characteristics of the scan are not known to the caller. After the canceled scan the reported feeling of heat and tingling stopped. Patient reports no persistent adverse events.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2sygl, implanted: (B)(6) 2024, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 29-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.